Event description:
A malfunction alarm was reported, identified by the code malf 16. There was no adverse impact on the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, and the customer planned to use multiple daily injections (mdi) as a backup therapy.